Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their stimulation. Patient had issues with their groups a an b. Patient's stimulation was reprogrammed this morning and when they got to their physical therapy appointment the therapist had them lay down on a mat to check the balance in their legs and the stimulation started getting high or almost painful. Patient could feel a buzzing on their left side that went on and off and they could deal with that but the buzzing was getting high. Patient wouldn't be able to go to sleep if their whole left side was buzzing or tingling. Patient was advised to stay on a for a week then move to b. Patient mentioned at night when they need to have the pain gone in their feet, if their whole left side was buzzing like a zing then it would be close to getting really painful and they couldn't go to sleep like that. The patient was redirected to their healthcare provider to further address the issue.